Event description:
It was reported that the pulse generator's ventricular connector would not accept a lead. The pulse generator was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.